Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 lot, d9, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impacted products broke.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, ¿it was reported that the impacted products broke¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that attune shim sz5 6mm exhibits an overall worn appearance consistent with normal and heavy usage. Additionally, the edges were found chipped. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune shim sz5 6mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.